Event description:
It was reported that in 2008, the patient's mother reported that her son is no longer able to hear with his device. No accident was reported and no trauma to the head did occur. Testing was carried out, which confirmed that the device has malfunctioned. The patient was re-implanted on the following month.

Manufacturer narrative:
The device has been explanted and has been returned co where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.